Event description:
It was reported that during a right laparoscopic hemi colectomy procedure, it is alleged that when activating the harmonic ace device, the jaws seemed to stick together. When eventually opening the jaws, it seemed like the in-active pad came off. The tissue pad was retrieved with a laparoscopic grasper. The pas is with the instrument being sent back. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.